Event description:
It was reported that the patient had an anchorfast guard oral endotracheal tube holder in place for at least two weeks at the time of the event. The patient experienced an unstageable upper lip pressure injury under the intact foam bumper and there was also a necrotic area on their tongue. Patient expired due to unrelated causes. The hospital would not provide further details.

Manufacturer narrative:
The anchorfast guard device was not returned from the user facility. The request for photographs was not acknowledged by the facility. The user facility did not provide lot number of the device or the medical treatment the patient may have received for the reported lip injury or the necrosis on the tongue. It is unknown as to the date that the patient expired - the hospital only indicated that the death was due to unrelated causes. All requests for additional information were denied. Should additional information become available further investigation will be conducted.